Event description:
It was reported that the patient presented to the emergency room for elevated blood glucose levels. it was further reported that the patient received Omnipod alerts reading "missing sensor values," as well as Automated Delivery Restriction alarms. The patient further noted the occurred of alerts indicating maximum insulin dosage with a switch to Manual Mode the following morning. The patients¿ blood glucose levels reached greater than 400 mg/dL. Symptoms reported include lightheadedness and nausea. The patient was treated with intravenous (IV) fluids and an insulin injection. At the time of reporting, the patient remained under medical observation. No further information was provided despite multiple good-faith efforts for additional details.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS:Omnipod Software App Version: 2.2.1,Operating System: 26.5,Hardware: iPhone15.4,CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.